Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 428 mg/dl. The customer did not mention any symptom related to high blood glucose level. The customer did not mention any treatment related to high blood glucose level. The customer mentioned that they performed high pressure test twice and the insulin pump did not alarm no delivery alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with the operating currents within specification and passed the self test, a21 error test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08835 inches. The no delivery alarm functioned properly during the basic occlusion and occlusion tests. No absence of occlusion alarm noted during testing. A test p-cap and reservoir does lock into place inside the reservoir compartment properly. Device was received with partially broken reservoir tube lip, missing reservoir tube o-ring, broken battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.